Event description:
It was reported by a customer on (B)(6) 2011 the fiber had thermic problems at 19,000 joules. Per the customer, the fiber tip melted but did not break off. The procedure was completed with turp. No pt injury was reported.